Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two catheter adapter assemblies. Through the visual microscopic evaluation of the catheter tubing, unit #1 exhibited skiving on the inside of the tip. Unit #2 displayed the characteristic v-shape of a spear through at the tip. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The patient would have experienced significant discomfort that would be difficult to overlook during venipuncture. A device history record review showed no non-conformances associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "customer says the end of the cath does not look right."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "customer says the end of the cath does not look right."